Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09174 / 09175).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6), 2007 implanting an orthopedic salvage system. Subsequently, the patient was revised on (B)(6) 2007 and (B)(6), 2011 due to unknown reasons. Patient underwent a further revision procedure on (B)(6) 2014 due to infection. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in operative reports noted patient was revised on (B)(6) 2011 due to a fractured taper adapter. During the procedure, the taper adapter could not be removed as it was fused to biologic ingrowth. A more complex procedure was necessary for removal; therefore, the procedure was aborted and bone cement was used to temporarily secure the fractured hardware. The revision was continued on (B)(6) 2011 and the operative report notes all components were removed and replaced. Operative report noted patient underwent a further revision procedure on (B)(6) 2014 due to synovitis, loosening and swelling. Operative report further noted metal staining, wear and debris and a fractured yoke and tibial bearing during the procedure. The tibial and femoral bushings, axle, yoke, and tibial bearing were removed and replaced. Additional information received in operative reports for the revision on (B)(6) 2011 noted the surgeon was unable to remove fractured taper adapter from biologic ingrowth. It would have required opening the patient up further and above the tourniquet; exposing the patient to risk of added bleeding. The surgeon elected to temporarily fix the component with bone cement to allow the patient to prepare for an additional procedure, which was performed on (B)(6) 2011. Additional information received in operative reports for the revision on (B)(6), 2014 noted all fractured pieces were removed. The pieces included the tibial bearing, femoral bushings, and yoke, which were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-09174 & 09175 and 1825034-2015-01745 & 01747).

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2007 implanting an orthopedic salvage system. Subsequently, the patient was revised on (B)(6) 2007 and (B)(6) 2011 due to unknown reasons. Patient underwent a further revision procedure on (B)(6) 2014 due to infection. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in operative reports noted patient was revised on (B)(6) 2011 due to a fractured taper adapter. During the procedure, the taper adapter could not be removed as it was fused to biologic ingrowth. A more complex procedure was necessary for removal; therefore, the procedure was aborted and bone cement was used to temporarily secure the fractured hardware. The revision was continued on (B)(6) 2011 and the operative report notes all components were removed and replaced. Operative report noted patient underwent a further revision procedure on (B)(6)2014 due to synovitis, loosening and swelling. Operative report further noted metal staining, wear and debris and a fractured yoke and tibial bearing during the procedure. The tibial and femoral bushings, axle, yoke, and tibial bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2007 implanting an orthopedic salvage system. Subsequently, the patient was revised on (B)(6) 2007 and (B)(6) 2011 due to unknown reasons. Patient underwent a further revision procedure on (B)(6) 2014 due to infection.